Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they could not recall what type of impedances were seen but not they were highlighted as out of range. When the stimulation was turned up, the impedances were within normal range. Regarding the effect of the fall on the device, the representative reported that the patient described with the fall and the pain remained after the fall, whether the device was on or off. They were unaware of the explant date. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device was just not working properly on the setting that it was on for the past couple months, probably july. The patient stated they had been having pain but hadn¿t turned their implant off because they kept going to the bathroom every 15 minutes and still went every 30 minutes to an hour now. The patient wanted help changing programs because they knew how to adjust the amplitude. The patient stated that they had the setting on one level before that just did not help and was painful. The patient noted the setting the implant was on was really painful for over a week and they thought if they changed the setting it may not hurt. The patient noted they were not sure if the lead moved or what. The patient added that they had decreased the amplitude for the past week which didn¿t help, and they had pain in their tailbone when they sat down. Syncing with the programmer showed stimulation was on and the patient was able to adjust the stimulation and changed to program 3. The patient reported they tripped and fell and had landed backward, and that was related to the issue. The patient was going to monitor their symptoms and pain and would follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider via a manufacturer representative. At an appointment with the rep on (B)(6), the patient reported that they fell and landed on their butt in (B)(6) 2019, and they had pain ever since then, whether the device was on or off. They had reduced stimulation and still wasn¿t tolerating it, so they turned the implant off. The patient also reported a loss of efficacy; the device wasn¿t working as well. An x-ray and impedance testing were done on (B)(6). The impedances showed 3 out of range initially, and when stimulation was increased to 1.5, all impedances cleared except for 0<(>&<)>1. It was reported that after discussing with their healthcare provider, the patient was opting to have their device explanted to see if the pain goes away, as they had a greater desire to get rid of the pain vs. Their symptoms. The patient will be scheduled for explant to see if it helps, but the date was not yet known. No further patient complications are anticipated or expected as a result of this event.